Manufacturer narrative:
Additional narrative: (B)(4). A manufacturing evaluation was completed: part returned not in the original not sterile packaging. The plate is broken at the level where the shaft is connected to the head portion. The part returned has been re-inspected for all the features pertinent to complaint condition with the conclusion that products is conforming from a manufacturing perspective. Complaint is confirmed due to the evidence that the plate is broken but the issue is not manufacturing related, because the complained part is conforming from a manufacturing perspective. A product investigation was completed: the dimensions of the broken philos long 3.5 5ho l142 ti were as far as possible checked and found to be in compliance with the technical drawings and specifications. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The philos long 3.5 5ho l142 ti broad plate is broken in half at the two distal locking screw holes in the head area. The microscopic view of the broken surface does not show any anomalies of materials structure, what indicates material conformity as well. Based on the provided information we are not able to determine the exact cause of this breakage. It is likely that any occurrence during the healing process, e.g. Non-union, delayed union, overloading or a combination of different factors, did lead to a fatigue failure. Neither a product nor a material related fault was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the patient had an operation 4 months ago, and the patient felt pain on his humerus, so he came to hospital. After x-ray's were taken, it was discovered that the philos is broken. Re-operation was on (B)(6) 2015. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient initials, date of birth, and weight not provided by reporter. Unknown when pain started. Additional product code: hwc. Original implant date, was 4 months ago, actual date unknown. Device is not expected to be returned for manufacturer review/investigation. Internal review was performed. The investigation of the complaint articles indicates that the: x-ray request, x-ray reviewed and confirmed that the plate is broken as described in the complaint, as seen in both the photograph and x-ray. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 01. Dec. 2014, no anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.